Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to manual insulin injections for insulin therapy.